Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record for the provided is in-progress. All information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "patient's ng [nasogastric tube] sluggish to flush with initial meds, however, same able to be instilled. Rn [registered nurse] attempted to relieve... Obstruction but still very sluggish to flush. Planned to replace ng while patient sedated and intubated. However, ng unable to be removed and was stuck. When patient was extubated, ng was able to be removed. Large hole seen in middle of tube. Rn inserted new ng without incident." There was no reported injury.